Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the bolus button was found to be unresponsive. Unrelated to the event the display was found to be dim and the battery compartment was found to be cracked. (B)(6).

Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the bolus button was found to be unresponsive. This report is being made based on evaluation results.